Event description:
The complainant alleged while defibrillating a pt (age and gender unknown), the device failed to discharge at 200 joules. The nurse then placed the paddles in the defibrillator's paddles pockets and discharged into the unit successfully. The clinician then discharged 200 joules into the pt, and then 300 joules successfully. However when the clinician attempted to charge the device at 360 joules, the device stopped charging at 50 joules. The clinician then plugged the device into an ac outlet and charged the device to 360 joules and discharged appropriately and the pt was converted. The complainant indicated that there was no adverse effect to pt as a result of the reported malfunction.